Event description:
A report was received that the patient was experiencing pain around the rib and stomach area while getting up and down out of chair or bed. The physician believed the generator was pressing against the last rib. The patient was prescribed with lidocaine patch and was reportedly doing well.